Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damage be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ based on the results of the investigation, it is believed that the cable unit was damaged due to the amount of force applied when attaching the cable, causing the image to flicker and produce e226 errors. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the image was flickering due to a faulty cable unit in the device. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the olympus hd camera head was presenting an e226-scope communication error while in preparation for use. According to the initial reporter, the image was flickering. There was no patient harm or consequence reported as a result of this event.